Manufacturer narrative:
This type of event is addressed in the device labeling.

Event description:
Per the surgeon's report, the patient stopped hearing after hitting his head over the implant site in 2007. All external equipment was exchanged, but the problem was not resolved. The results of an integrity test done on a week later, were consistent with receiver/stimulator malfunction. No explantation/reimplantation plans were provided.